Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that upon on impella cp placement, the the 72-year-old female patient went into ventricular fibrillation. The patient was shocked and impella was started. An additional shock was needed for sinus rhythm. The patient was sent back to the ICU. As patient did not improve with dialysis, decision was made to put patient on comfort care. The patient expired shortly after. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The cause of the cardiac arrythmia was not determined since product was not returned and the necessary information was not provided.